Event description:
The pt was supported with a biventricular assist device (bivad). The perfusionist reported that the pneumatic driveline quick connector came loose while the pt was being supported. The pt had to be hand pumped while the connector was screwed back in. The duration of the event was less than one minute and the pt was not harmed. The perfusionist submitted a picture which appears to show the rvad quick connector missing a seal against the rear panel. It is unknown if the seal was missing or lost when the connector came loose.

Manufacturer narrative:
Usage of the device: the usage of the device is not known to the manufacturer as the dual drive console is not labeled for single use. The pt remains ongoing and continues on biventricular support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.